Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 11/14/2016. Date of follow-up report : 12/15/2016. The reported condition of a partial seal was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 11/14/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing completely during the procedure. It is unknown if end tones or regrasp alarms were heard. There was no blood loss or injury to the patient.